Event description:
It was reported that during an afib procedure while the users were mapping/ ablating in the left atrium, the patient's blood pressure dropped and ice confirmed a pericardial effusion. The case was aborted, and a pericardiocentesis was performed. The patient was stabilized and admitted.

Manufacturer narrative:
Concomitant bwi products used during the procedure: carto 3 system, model #: m-4800-01, serial #: (B)(4). Cool flow irrigation pump, model #: m-5491-02, serial #: (B)(4). Stockert rf generator, model #:m-5463-01, serial #: (B)(4). C3 nav variable lasso catheter (device was discarded by the customer/ not returned for investigation) model #: d-1290-01-s lot #.: 1542415l (B)(4).